Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test, basic occlusion, occlusion, prime and excessive no delivery tests. Unable to test the operating currents and off/ no power alarm due to motor error alarms.

Event description:
It was reported that the customer was hospitalized and treated due to high blood glucose levels. It was also stated that the insulin pump alarmed motor error. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was not possible due to the motor error alarms occuring during the rewind. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.